Event description:
The customer observed repeatedly positively biased pt results for troponin I on their vitros eci system. One pt result was reported; the result was questioned by the physician. Falsely elevted results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.